Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had evidence of ventricular pacing inhibition following atrial pacing due to farfield oversensing. The atrioventricular delay was decreased which resolved the issue. The patient is pacemaker dependent but there were no adverse patient effects were reported. Boston scientific technical services (ts) was consulted and recommended additional troubleshooting. As of today, the device remains in service.